Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported on (B)(6) 2024 patient had their ipg explanted due to infection at the ipg site and two extensions implanted. The patient was provided oral antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Patient weight is estimated.

Event description:
Additional information received indicates the infection resolved and the patient was therefore reimplanted.